Manufacturer narrative:
(B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found damaged(detached) downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. Error log review found error code 41622. The primary problem was replicated, and the cause was a defective motor. The dso seal and motor were replaced.

Event description:
It was reported that when pump activates, error code 41622 is presented on screen. The event occurred before infusion. There was no patient involvement and no patient injury.